Manufacturer narrative:
Concomitant product: product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2006, product type catheter. (B)(4).

Event description:
It was reported the patient weighed (B)(6) and the pump protruded ¿like something was wrong with her.¿ she was unable to get clothes over the pump and ¿it was really tender because the skin was stretched a little tight.¿ the hcp noted that the pump was protruding from her body and that she was a small framed woman to begin with. He gave her a larger pump because of her flow rate; otherwise she would have been coming in every week. Three months after the implant, the pump had not sunk in thus, the patient wanted it replaced. However, the health care provider (hcp) would not revise the pocket. The patient had lost a lot of weight due to personal issues; specifically, she became depressed and stopped eating. The pump was obnoxious looking because of this. She no longer had a supportive abdominal wall. It was later reported, the patient found a health care provider (hcp) that took the pump out. She was unsure of the date, the pump was removed. Per the patient, this hcp noted that the implant looked like it was just placed in there and there was a lot of tubing. The hcp got out what tubing he could, but had to leave some. She tried to live with that catheter, but it was bothering her and she wanted to have it removed. The catheter had been bothering her since it was implanted. The drugs delivered via the device system were compounded morphine and prialt. Additional information regarding the patient¿s outcome was requested. If additional information is obtained, a follow-up report will be submitted.